Event description:
It was reported that the patient with this artificial urinary sphincter (aus) previously had the cuff removed due to erosion. The new device was implanted with the existing balloon and pump. There were no additional patient complications.